Manufacturer narrative:
(B)(4). G2: event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an operation, the surgeon was impacting the femoral trial when the femoral impactor pad fractured. There was no reported harm to the patient. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h6 the reported event was able to be confirmed. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and a corner of the impactor pad had fractured off. Not all fractured pieces were returned; the impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.